Manufacturer narrative:
This supplemental report is being submitted to provide additional information to d4 - primary UDI number and h8

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image when switched on and loose connection of the light source was due to camera unit defect should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the airway mobilescope had no image when switched on and loose connection of the light source. The issue was found during inspection for use. There were no reports of patient involvement.